Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03920. It was reported that the patient had an infection at the ipg and lead site. Surgical intervention took place on (B)(6) 2023, where the system was repositioned, and the pocket cleaned. To address the issue. Effective stimulation was resorted, and the manufacture represented will not be receiving further updates regarding the infection.